Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) USA through email alleging the onetouch verio iq meter read inaccurately erratic. The patient reported blood glucose results of "114 and 123 mg/dl" with the subject meter, performed at an unknown time of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results cannot be determined for the expected values for precision testing, this complaint is being reported.